Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the healthcare facility, the maestro duraguard was found to have a bent tip. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the healthcare facility, the maestro duraguard was found to have a bent tip. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.

Manufacturer narrative:
During the device evaluation, the event of the bent duraguard was confirmed, and excessive side load was identified as a potential cause of the reported event. Since this product is not a repairable item, it was disposed of by the manufacturer facility and not returned to the healthcare facility.

Manufacturer narrative:
Device evaluation is in progress.